Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received no delivery alarm and error alarm the customer's blood glucose level was unknown. The customer reported that the pump alarmed no delivery after troubleshooting. It was reported that the error alarm did not occurred during prime and insulin pump failed self test due to no delivery. Insulin pump will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm and a44 alarm noted during testing. The device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error, basic occlusion, prime or compromised force sensor system, excessive no delivery and displacement test.